Event description:
It was reported that patient had presented in the hospital for unrelated reasons and had been connected to a telemetry monitor. It was discovered that a vf episode was not detected and therapy was not delivered. Consequently, external defibrillation was administered to the patient. The patient was moved to the ICU for monitoring. The device was reprogrammed. No further intervention will be done.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.